Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported to have received a motor error alarm and was stuck in an alarm, reset loop. Customer's blood glucose was 110 mg/dl. During troubleshooting, customer was not able to rewind insulin pump. Customer was advised that insulin pump would need to be replaced.